Event description:
The customer reported that they received questionable results for three patient samples tested for cholinesterase and fructosamine. Of the three samples, it was determined that one had an erroneous result for fructosamine. The sample initially resulted as 2 umol/l accompanied by a data flag. The sample was then automatically repeated by the analyzer with an increased sample volume and it resulted as 0 umol/l accompanied by a data flag. The sample was reported outside of the laboratory with a value of < 14 umol/l. A client questioned the value of < 14 umol/l, so the sample was repeated on (B)(6) 2012, resulting as 376 umol/l. The customer believed the repeat value of 376 umol/l to be correct. The patient was not adversely affected by the event. The fructosamine reagent lot number was (B)(4) with an expiration date of (B)(6) 2014. The customer noted that the issue only appears to happen with front loading racks. The racks don't appear to be positioned correctly in the rack sampling area and it appears that the sample probe hits the side of the tube. The customer also noted that the rack sampling area was dirty and that they have added cleaning the sampling area to their maintenance schedule. The customer cleaned the sampling area, but received one of their questionable results after doing this. The field service representative determined that the gear pump pressure was low. He adjusted the gear pump pressure and ran a precision which passed to specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.